Manufacturer narrative:
The returned device was evaluated and the exposed portion of soft cannula was found bent. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose to over 250 mg/dl. As treatment, the patient administered 2 boluses.